Event description:
Voluntary report was previously submitted. At approximately 1:00 am on (B)(4) 2012, the ge central station on a medical-surgical unit (5 west) indicated a leads failure alarm. This telemetry alarm was to have activated the assigned nurses' ascom phone. This apparently did not happen. When the nurse returned to check on the pt, she discovered the pt unresponsive and called a code blue. Subsequent investigation of the event indicated that the alarms originating from the ge central station categorized as "crisis", "warning", "advisory", or "message". In order for an alarm to activate the designated phone carried by the nurse assigned to that pt, the alarm level has to be set at either "crisis" or "warning". In this case, the leads failure alarm was designated as "advisory" and therefore could not activate the phone.